Manufacturer narrative:
The insulin pump was received with a motor error alarm during rewind, due to encoder being out of phase. Displacement test could not be performed, due to constant motor error alarm. Motor position encoder error alarm could not be confirmed due to motor error alarm at rewind. The device was also received with a cracked case at display window corner.

Event description:
The customer's parent called and reported customer received a motor error alarm on the insulin pump during basal rate insulin delivery. The customer's blood glucose level was 260 mg/dl, which was corrected for with a flex pen. It was also stated the insulin pump had alarmed with motor position encoder error. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.